Event description:
Complainant alleged that the clinicians were attempting to monitor a 70 yr old male patient, but the device shut down. The clinicians were able to obtain another device to successfully monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.